Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of lead revision due to high lead impedance was confirmed. As received, the penta lead had all its internal wires broken on electrode 9 thru 16, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.